Event description:
It was reported via legal documentation that approximately 56 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening, instability, mechanical problem, discomfort, joint effusion, joint laxity, loss of range of motion, osteolysis, pain and synovitis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
*Additional information received from legal on 23jun2023* legal case ¿ USA (mdl no. 3044) (ngg) (mmh) refer to (B)(4) for rk. 8. Plaintiff was implanted with the following exactech device: optetrak logic. 9. Leg in which the exactech device was implanted: left. 10. Date the exactech device was implanted: (B)(6) 2018. 11. State in which the exactech device was implanted: (B)(6). 12. Date the exactech device was surgically removed/revised: (B)(6) 2022. 13. Pain, stiffness, discomfort, and weakness which in turn negatively affected plaintiff's mobility and quality of life and necessitated a revision surgery and the resultant pain following surgery and recuperation/rehabilitation period and physical therapy. Plaintiff's ability to perform normal physical activities has been consequently limited. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044 (ngg) (mmh), and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device. *original description summary* legal case: USA patient ID: patrick byrne lk. As reported via legal documentation, a patient had left knee replacement surgery (B)(6) 2018. They subsequently underwent left knee revision surgery on (B)(6) 2022, approximately 4 years 8 months post primary procedure. Revision op report postoperative diagnosis: periprosthetic osteolysis of internal prosthetic left knee joint. There was significant effusion and synovitis, and there was delamination of the polyethylene but no evidence of prosthesis loosening. The surgeon further noted that there was debonding of the femoral component from the cement. The patella was left in place because it was intact and well fixed. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. As directed by qa management: this legal complaint for polyethylene issues occurred in the us. The event did not occur in, nor is it reportable for australia, brazil, canada, eea/EU, japan, taiwan, or great britain, excluding northern ireland. Therefore, only the us reportability determination will be assessed. Product information: 02-012-44-3011 logic tibia implant psc insert, sz 3, 11mm (B)(6). ***serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510(k): k110547. No device return anticipated due to this being a legal case. Initial ebi initial surgery unable to be located. Historical record & smartsolve searched for sn/patient name with no results. Operative report from revision surgery attached. No further information.